Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the tubing to the cadd pump was found on the floor, and the rectus sheath had to be removed and could no longer be used. At some point overnight, the tubing dislodged from the connector and wasn¿t discovered until the morning checks were completed. There were no known issues beforehand. The incident occurred during a procedure for pain management. The catheter, which had been in place for approximately 60 hours, failed midway through the procedure". There was patient involvement, and no patient harm/adverse event reported.